Manufacturer narrative:
07-jul-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
[Brush] head stopped rotating. It appears to be detached between the brush head and the arm that connects to the toothbrush unit - oral-b [device breakage]. Case narrative: consumer via chat stated that the oral-b toothbrush head stopped rotating and appeared to be detached between the oral-b toothbrush head and the arm that connected to the oral-b toothbrush unit. No injury was reported. 15-jun-2023 case update from information initially received on 22-may-2023: the suspect product was oral-b power oral care refills cross action power. No injury was reported.

Event description:
[Brush] head stopped rotating. It appears to be detached between the brush head and the arm that connects to the toothbrush unit - oral-b [device breakage]. Case narrative:consumer via chat stated that the oral-b toothbrush head stopped rotating and appeared to be detached between the oral-b toothbrush head and the arm that connected to the oral-b toothbrush unit. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.